Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve became stuck in the 14fr esheath+ shaft, and the devices were removed. The expansion tool was used, the vessel was pre-dilated, and the loader was fully inserted in the sheath/sheath housing. A new system was prepared with a 16fr esheath+, and the valve was successfully deployed with no patient injury or major blood loss. Per imaging review, the valve was visible through the sheath shaft damage, and the liner appeared to be partially expanded. Per follow-up with fcs, there were no bent struts, but upon receipt of valve in sheath for evaluation, the struts were bent.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03745.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03745. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigation's include design and manufacturing controls, IFU warnings and cautions, and physician training on how to introduce and navigate catheter through anatomy. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was returned for evaluation. The returned valve was crimped on the delivery system inflation balloon, and exposed through the sheath shaft. Two struts were bent at the in-flow side, and post-expansion, the frame was slightly canted. The leaflets were wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. Due to the nature of the complaint, no dimensional or functional testing was performed. Imagery of the patient's anatomy was provided by the site. Upon review, tortuosity, calcification, and an undersized region were present in the patient's access vessels. The IFU, current risk mitigation's including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. In this case, frame damage was confirmed, based on the returned device. The available information suggests patient factors (calcification, tortuosity, and/or procedural factors (high push force) likely contributed to the event as reported and as observed in the imaging evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action or product risk assessment is required.